Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified partial delamination of the valve and crease flat. Leak test and microscopic analysis were performed which identified a cracked valve, partial delamination of the valve, and wear abrasion. Based on the device analysis the final assessment was a cracked valve seat diaphragm valve, and partial delamination of the valve assessed as adhesive failure.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence.

Event description:
Healthcare professional reported a possible left side "rupture". Device remains implanted.